Event description:
Medwatch report, dated 08/30/06, rec'd from customer approximately 9/14/06. Medwatch report states, "dobhoff feeding tube placed into r nare without difficulty. Followup x-ray shows tube in left lung. Tube remove - moderate pneumothorax." No response to phone messages left twice for customer requesting additional info and sample.